Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized. The visual analysis revealed cuts into the insulation 28cm, 35cm and 40cm distal to the df4 connector pin, which most likely resulted from the extraction procedure. Furthermore, a stretched fixation helix was found, which most likely resulted from the surgery due to tensile stress. However, a thorough analysis of the lead did not show any deviations which might have led to the reported high threshold the values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead explanted due to high threshold and replaced. No adverse patient events reported. Should additional information become available, it will be added to this file.